Manufacturer narrative:
(B)(4). Additional information was received from the customer stating that the touchscreen was intermittent and a slow response on the screen. The service engineer evaluated the device and found the screen has crack. The keypad printed circuit board and the graphical user interface front housing were found damaged. These parts were replaced. The ventilator passed all the required testing.

Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the ventilator had a touchscreen problems.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.